Event description:
Boston scientific received information that during a routine follow up, the right ventricular (rv) lead had high out of range pace impedance measurements and an increase in pacing thresholds for this 100% ventricular paced patient. Pocket manipulations and an x-ray were conducted to verify the integrity of the lead but resulted in no visible observations. The system remains implanted and will be followed closely. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.